Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct cause for the reported elevated ldh could not be conclusively determined through this evaluation. The account reported that the patient was initially admitted in may of 2017 for elevations in ldh of 1169. The patient had steadily increasing ldh for several months with acute spikes resulting in the patient¿s admission for further evaluation. The patient upon admission had plasma free hb of 15.8, inr of 1.9. The patient reportedly had ¿tea colored¿ urine, however, was negative for blood. The patient was chronically pulsatile. The patient underwent a cardiac CT on (B)(6) 2017 which did not provide evidence of thrombus. The patient underwent a rhc and ramp study on (B)(6) 2017, which provided further evidence against pump thrombosis. The patient was observed overnight and discharged the following day when their ldh did not continue to elevate. The patient reportedly was on heparin while in the hospital and the elevations in ldh were thought to be patient condition related. The patient remains ongoing on vad support. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for elevated lactate dehydrogenase (ldh) of 1169 u/l. The patient was treated with heparin due to the long standing elevated ldh.